Event description:
It was reported that during the procedure, the guidewire's distal tip perforated the m1 segment of the middle cerebral artery. In response to the vessel perforation, the physician sacrified the m1 segment by coiling it and shutting down the vessel. It was reported that the patient died due to a hemorrhage as a result of the vessel perforation. No additional information is available.

Event description:
It was reported that during the procedure, the guidewire's distal tip perforated the m1 segment of the middle cerebral artery. In response to the vessel perforation, the physician sacrificed the m1 segment by coiling it and shutting down the vessel. It was reported that the patient died due to a hemorrhage as a result of the vessel perforation. No additional information is available.

Manufacturer narrative:
The subject device is not available; therefore, physical analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. However, vessel perforation and patient outcome of death are known risk associated with endovascular procedures and are noted as such in the directions for use (dfu).therefore, a root cause of anticipated procedural complications has been assigned to this event.

Manufacturer narrative:
Subject device is not available.